Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, a fluid loss alarm was received three minutes into the ablation phase. Fluid was observed leaking from the patient's cervix at this time, and a second tenaculum was added. A second fluid loss alarm was received and again fluid was observed leaking from the patient's cervix. The procedure was aborted. Upon examination, two small burns were observed within the patient's vagina, and silvadene cream was applied. The patient's current condition is reported to be "fine." Additional attempts have been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.